Manufacturer narrative:
On (B)(6) 2015 through a service call, an fse had the customer adjust the sampler z-axis home flag to allow the tip to dip further into the diluent port. After the adjustment, the customer ran quality controls (qc) and the full chain of patient samples with no more errors. The instrument was performing as intended. No further activities were required by field service. The probable cause of the event was the tip not descending far enough into the diluent port. A complaint history review for serial (B)(4) was conducted from 07-jul-2014 through (B)(6) 2015 for similar complaints and no (0) complaints similar to the present issue were found. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, reported a diluent not flowing error with their aia-600ii analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.